Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection and receipt a hair was found inside the plastic packaging of the 5.5x25mm gription tf ste screw. There was no patient or user harm, no delay. The event was unrelated to surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "we received the gription material (ref: 1217-25-800 / lot: m8528z) and during the inspection and receipt process a foreign material was identified in the plastic packaging (hair). The material was blocked punctually for reporting this complaint. This claim does not require a return of the product as it does not require an analysis". The product was not returned to depuy synthes, however a photo was provided for review. The photo investigation revealed what appears to be a foreign matter (hair) inside the device packaging, confirming the reported event. A manufacturing investigation was performed to review this case. The assignable cause conclusion was man (application error) for this nonconformance. While the psr operator performed the 100% verification to the final shrink wrap product missed to identify a hair between the shrink wrap and the product carton. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 5.5x25mm gription tf ste screw would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: an nr was created to investigate this product issue through the depuy synthes quality system.